Event description:
Same as manufactor# 6000089-2005-00291 during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5 x 15 crossail balloon. After predilation the physician attempted to perform a kissing technique with a taxus express2 2.5 x 20 and 3.0 x 20 mm drug eluting stents through a 7fr ebu guide. However, the taxus stents was unable to cross the lesion. Consequently, the stent were never deployed. The physician then attempted to retract the stents back into the guide catheter, however, encountered resistance. Upon removal of the taxus stents from the patient's body stent damage was noticed. The procedure was successfully completed using a 3.0 x 8 mm cypher stent. No patient complications or injuries were reporter. Patient status is reported as "satisfactory/good".